Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver instrument and completed the device evaluation. Failure analysis investigation found that the instrument had a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. The instrument was also found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. This event is being reported due to the following conclusion: the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
A large needle driver instrument was returned to intuitive surgical, inc. (Isi) with no allegation of a product malfunction or patient injury. Isi followed up with the initial reporter to request additional information but found that there was no additional information available.